Event description:
During a ptca procedure, the maverick2 monorail ptca catheter balloon ruptured at 4 atms on inflation. The number of inflations and to what atms is unknown. The lesion being treated was a moderately calcified lesion in the tortuous right coronary artery (rca). The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'okay'.